Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the lead components on the patient's implantable neurostimulator (ins) had dislodged and were sitting in a pile. Specifically, the leads were sitting in a pile in the patient's back and shorted out on me and kind of like arching off/on with each other. A revision was then performed on (B)(6) 2014 where the leads were replaced but the ins was not. It was noted that it seemed as though the patient recovered from the revision and was using the stimulation. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.